Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2009; dtbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has intermittent undersensing and oversensing seen on stored electrograms. The lead remains in use. It was further reported that the right ventricular (rv) lead has diminished r-wave sensing with fluctuations in measurements. The lead remains in use. No patient complications have been reported as a result of this event.